Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the femoral and tibial component at the bone to cement interface. Depuy cement was used. Femoral and tibial components implanted last (B)(6) 2011. Surgeon removed femoral, tibial insert components. Surgeon implanted a new femoral, tibial insert. The patella remained implanted. Doi: (B)(6) 2011; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.